Event description:
It was reported that on the night shift of (B)(6) 2020 in the rehabilitation institute, the pump was non-functional and had an occlusion and check IV set error before connecting to the patient during code blue. The pump was reportedly stored on the code cart in the unit and was retrieved during the code. The patient allegedly had to wait while another pump was retrieved for the amiodarone drip (gtt). The pump was reported to be operating in battery mode. It was initially reported that the patient was not injured due to the event; however, it was later reported that the patient expired on (B)(6) 2020. It could not be determined that this event was a contributing factor, since the medication reportedly was infused after getting another pump. An autopsy was not performed, and the actual cause of death uncertain. Although requested, further information was not provided.

Manufacturer narrative:
Although requested, device investigation report summary from agiliti has not been received. A follow up report will be submitted with failure investigation results should the investigation report be received. Customer sent devices to 3rd party for investigation. Although requested, device investigation report summary from agiliti has not been received. A follow up report will be submitted with failure investigation results should this be received.

Event description:
It was reported that on the night shift of (B)(6) 2020 in the rehabilitation institute, the pump was non-functional and had an occlusion and check IV set error before connecting to the patient during code blue. The pump was reportedly stored on the code cart in the unit and was retrieved during the code. The patient allegedly had to wait while another pump was retrieved for the amiodarone drip (gtt). The pump was reported to be operating in battery mode. It was initially reported that the patient was not injured due to the event; however, it was later reported that the patient expired on (B)(6) 2020. It could not be determined that this event was a contributing factor, since the medication reportedly was infused after getting another pump. An autopsy was not performed, and the actual cause of death uncertain. Although requested, further information was not provided.

Manufacturer narrative:
The reported issue of non-functional pump with occlusion and check IV set error before connecting to the patient could not be confirmed. No product nor device logs were returned for investigation. No further investigation at this time as third party servicer reported infusion pump is within specification and unable to replicate reported problem. Device history review: a review of the device history record showed the device had a manufacture date of 06/21/2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(4) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Although requested, patient demographics not provided.

Event description:
It was reported that the pump was non-functional and had an occlusion and check IV set error before connecting to the patient who was in a code blue situation. The pump was stored on the code cart in the gym of the unit and was retrieved during the code. The patient had to wait while another pump was retrieved for the "amino drip" (gtt). The pump was operating in battery mode. The patient was not injured due to the event.